Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is reporting bp as 65/0 and multiple attempts have been made to rezero. The lumen does aspirate and flush. A texted image of the screen shows a clean crisp arterial pressure waveform with good landmarks. The scale is correct for systole but the end diastole appears to be close to zero. Based upon the waveform, the systole looks to be in the 60s. Advised to disconnect the pressure cable and reconnect- without success. Chest film shows good placement. Timing appears correct, and map is in the 60s with aug in the 140s. There is no other aline on the patient. Suggested trying another pressure cable, and/or connecting the cable to another pump for a short moment to see if it changes. These are not available at the moment and will try this. It does appear that the pressure is could be accurate on the pump, but very low.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 correct sections: h6(health impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is reporting bp as 65/0 and multiple attempts have been made to rezero. The lumen does aspirate and flush. A texted image of the screen shows a clean crisp arterial pressure waveform with good landmarks. The scale is correct for systole but the end diastole appears to be close to zero. Based upon the waveform, the systole looks to be in the 60s. Advised to disconnect the pressure cable and reconnect- without success. Chest film shows good placement. Timing appears correct, and map is in the 60s with aug in the 140s. There is no other aline on the patient. Suggested trying another pressure cable, and/or connecting the cable to another pump for a short moment to see if it changes. These are not available at the moment and will try this. It does appear that the pressure is could be accurate on the pump, but very low. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. However, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.